Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer confirmed that there was no damage to the battery compartment or the battery cap. The customer was assisted and the pump began to function properly. The customer was advised to keep controlling the situation as needed and to call back if the issue recurs. No products were returned and a replacement battery cap was shipped to the customer.